Event description:
It was reported that the patient presented to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. Blood glucose levels reportedly reached ¿high¿ readings (over 400 mg/dl) while wearing the pod for approximately 24 to 36 hours. A new pod was applied, and it was noted that insulin delivery appeared unusual during filling; however, pod use was continued. Blood glucose levels fluctuated but remained elevated, and a burning sensation was noted during bolus administration. Despite multiple correction bolus attempts with no improvement in glucose levels, the patient began feeling sick and nauseous. The patient also reported contacting a physician, who advised a pod change. Reported symptoms included hyperglycemia, feeling sick, lack of energy, inability to walk, elevated heart rate, headache, and cognitive changes. Treatment included intravenous fluids and anti-nausea medication, and a new pod was applied prior to ER presentation. The patient was released from the ER on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs8bylx. Hardware: sm-s938u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.